Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that in the last month, approximately 3-4 times per week, the customer's blood glucose (bg) level would lower at around noon. Bg level was reported to have been as low as 49 mg/dl. The customer addressed low bg level by consuming whole milk, candy or cookies. Per the customer's healthcare provider, the pump basal rate settings need to be adjusted for that time segment.